Event description:
It was reported that the customer visited a hall with tropical climate and stated that at 7:30 am the blood glucose level was at 109 mg/dl, at 9:30 am went up to 400 mg/dl; customer was feeling ill and delivered an insulin bolus with the insulin pump but glucose did not decrease. Customer was unable to change the infusion set. It was reported that then at 4 pm, customer was hospitalized with blood glucose over 700 mg/dl. Treated with insulin perfusion. Doctor stated that the insulin was bad and that is what caused the incident. Current blood glucose is 131 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.